Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device had been doing actual physical harm and had since turned it off. Patient stated that they believed the device was damaged or not functioning. Patient stated that it was on "extremely low setting but is still doing harm into very delicate area". Patient denied any fall or accidents that may have cause the implanted device to be damaged. Patient mentioned that "it started uncomfortable and by the end of the day things were not good". Patient also mentioned that they did physical adjustment, changed the intensity, and programs, but it did not stop. Patient added that the pain was "directly in the areas that the implant is affected; groin". Agent offered to troubleshoot and change programs, but patient declined stating that given what they felt, they don't want to turn it on. Agent redirected the patient to the doctor to further address the issue.